Event description:
Pt woke up with terrible pain. On a post op x-ray, the plate was found to be fractured.

Manufacturer narrative:
The plate was evaluated by the manufacturing site where it was determined that all parts met specification at the time of manufacture. In addition, a design engineer was unable to determine the cause of the fracture.